Manufacturer narrative:
The problem was due to "chiller 1" component. After component replacement, the laser system restarted to work correctly.

Event description:
The laser system has the following problem: "chiller 1 low flow". No adverse effects to patient were reported.